Event description:
It was reported by the patient that he had a coronary artery graft bypass surgery in (B)(6) 2012 and sternal wire was used. The patient has had persistent draining sinus tracts from the sternal incision eight months post operative. He was treated with several courses of outpatient antibiotics. The patient was evaluated by an infectious disease physician and IV vancomycin through a PICC line was prescribed. He was reoperated on (B)(6) 2013 to remove any sternal wires which could be potentially the cause of the aggravated infection or persistent difficulty with the healing under the sinus tracts.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00072. The same patient is represented in each medwatch.